Manufacturer narrative:
Block h6: device code a040601 captures the reportable event of stent buckled material inside the patient.

Event description:
It was reported that a percuflex ureteral stent was used in a lithotripsy for left renal calculi procedure in the left kidney. During insertion, and inside the patient, it was noticed that the pigtail at the bladder end was wrinkled and could not be placed. The procedure was completed with another of the same device and there were no patient complications reported.